Event description:
The user facility reported a decision was made to place an impella cp. The impella cp was placed via radiofrequency ablation without incident. During support, it was noted that the motor current spiked on the automated impella controller. The decision was made to replace the impella cp. Upon removal, a thrombus was visualized on the inlet of the cannula and in the right common femoral artery. No distal flow was visualized under fluoroscopy image. Vascular surgery was consulted. Cut down and thrombectomy were performed. Distal perfusion was restored. A new impella cp was placed in the left groin with no issues and the patient is stable.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock, section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention, section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of thrombus and pump stop has been completed. Per data log investigation, low pump flow was added as a failure mode. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Data log review: data logs showed suction alarms on the day of the complaint. The motor current and speed spiked at the time of these alarms. At the time of the first suction alarm, pump flow level dropped significantly from 3 l/min to almost 0 l/min. P-levels were lowered, and motor speed deviations were observed. At time of second suction alarm, p-levels were lowered to p-0. The purge pressure increased but did not reach threshold, so no purge alarms triggered. The placement signal also drops significantly to less than 10 mmhg, potentially indicated removal of the pump. Pump stop: data log review showed an impella stopped - retrograde flow alarm. This occurred just after the p-level was turned to p-0. The placement signal then dropped to zero, indicating the removal of the pump from the patient's body. There was no issue found during the case since the user turned the pump to p-0 and therefore got alarm 18 (impella stopped - retrograde flow). Per impella cp instructions for use a setting of p-0 will result in retrograde flow when the impella catheter is placed across the aortic valve. The device functioned/operated to specification. Low pump flow: data logs showed suction alarms on the day of the complaint. At the first suction alarm, the motor current spiked, flow levels dropped significantly, and they did not resolve as p-levels were lowered to off. The pump was returned for investigation and biomaterial was observed around the inlet cage and around the impellar. A flow test was run on the pump at p-9, and flow levels varied from 3.8 l/min to 2.6 l/min, which is low for the given p-level. The cause of low pump flow was most likely biomaterial ingestion, as flows dropped at the time of the suction alarm and motor current spike, and biomaterial was observed at the impellar during product investigation.